Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was scheduled to be extracted and re-implanted. During the procedure, the lead was removed and a new lead was implanted briefly, but then removed when the patient's pressures began to drop. The patient did not make it through the procedure and the patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.